Event description:
It was reported that balloon rupture occurred. The (B)(4)% stenosed target lesion was located in the non-tortuous and non-calcified middle to proximal left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated three times at 11 atmospheres (atm) for 10 seconds, 11 atm for 15 seconds and 12 atm for 15 seconds. However, during fourth inflation at 12 atm for 15 seconds, the balloon ruptured. The device was removed through a non-bsc wire and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(6).